Manufacturer narrative:
No company probe was returned for not working. For this complaint file, the final customer lot was identified as lot 13032370x. For this final lot, five component probe lots, manufactured in august 2013, were used to make up the final lot. A device history record review for the probe lots was conducted. According to the device history record reviews, two lots were reprocessed for an anomaly that could have contributed to the customer complaint. The device history record reviews do not point to a root cause because the lots were reprocessed and the product released met company's acceptance criteria. Three lots had no anomalies found. No additional investigation is required based on device history review. A complaint history examination indicates there were three other complaints for this reported issue. Because a sample was not returned and the lot information indicates the product was released based on company's acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous cutter did not cut during a procedure. The procedure was completed. There was no patient harm.